Event description:
It was reported that in 2006, the patient underwent treatment with the polarcath device for one lesion in the superficial femoral location with 6 millimeters reference vessel diameter, 90 millimeters length, and 70% stenosis. The reference lesion had eccentric stenosis and severe calcification. A polarcath balloon 6 millimeters in diameter and 60 centimeters long was inflated 5 times. The lesion was treated by dilatation only and no stent was implanted. There were no other procedures reported to have occurred during or immediately after the index case. There was residual stenosis in the target lesion that was reported as greater than 30%. The patient experienced perceived pain during the cryoplasty inflation. At the eight-day follow up visit other flow anomalies in the target vessel were reported as poor run-off by duplex. At the six-month follow up visit an adverse event is recorded as yes but the written description of the adverse event is illedgible.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.